Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of objective lens had a crack is traced to component failure. Moreover, the cause of foreign objects came out of the distal end could not be established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device analysis, the service team indicated that the adhesive around the objective lens had a crack and foreign objects came out of the distal end. There was no patient involvement.